Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the capsular tension ring (ctr) implantation the scrub tech loaded ctr correctly, when the surgeon inserted one of the loop was missing/cutoff. There was patient contact with the product. Additional information has been requested.

Manufacturer narrative:
The review of the device history record (DHR) showed no irregularities or deviations. All released rings met their dimensions according to the review of the measurement protocols. A product examination could not be made due to the product was nor returned. Hygienic condition of the product was unknown, the product was not returned. The cause of complaint is not detectable. The manufacturer internal reference number is: (B)(4).